Manufacturer narrative:
No pt info as no pt was present. (B)(4) tested all the instruments and the system and did not find issues with the psu or passive instrumentation. The cass confirmed that the system works properly and the customer is successfully using this system.

Event description:
Site had issues seeing active instruments with their stealthstation optical tracking system. No pt present.